Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed inappropriate therapy due to lead noise. Lead damage was suspected and reprogramming was performed. The patient is being monitored and is in good condition.